Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 14 mmol/l with confusion, polyuria and polydipsia associated with an alleged power issue. Reportedly, the patient discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the battery compartment was cracked and there was moisture behind the display lens. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power issue.